Manufacturer narrative:
Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was able to be confirmed. The probable cause of the issue was that the air detector was damaged. Additionally the dso (downstream occlusion) seal was found to be degraded. The air detector and dso seal were replaced. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump could not start with air in line. There was unknown patient involvement, no patient injury was reported.